Event description:
Same case as MDR ID # 2134265-2012-02884. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, difficulty crossing and stent dislodgement occurred. In (B)(6) 2012, the physician performed an extremely complex total occlusion of the right coronary artery (rca) and three promus element plus stents were used to open the right coronary artery. A 2.75x28 promus element plus stent was used in the distal rca, a 3.0x28 promus element plus stent was used in the mid rca, and a 3.5x28 promus element plus stent was used in the proximal rca. The case was successfully completed obtaining full flow to the rca. In (B)(6) 2012 the patient presented with chest pain. Access was obtained via left radial artery. Angiography of the rca revealed the distal portion of the rca needed to be treated. This section is beyond the location of the previously implanted stents. During the procedure, the non-bsc guide catheter or non-bsc guide wire became caught within the stent strut on the previously placed proximal 3.5x28 promus element plus stent and when pulled backwards, the stent was lengthened all the way into the aorta. A 2.5x12 promus element plus stent was inserted and advanced but was unable to cross and dislodged. A non-bsc balloon catheter was inserted, advanced and inflated to 2 atms to remove the dislodged stent. The balloon catheter, guide catheter and guide wire were removed. A non-bsc guide wire and a quantum apex 3.00x12 balloon catheter were inserted and advanced in the proximal rca. The balloon catheter was inflated to 21 atms for 21 seconds, then to 26 atms for 11 seconds, then to 26 atms for 9 seconds and then removed. The current guide catheter and guide wire were exchanged for another non-bsc guide catheter and non-bsc guide wire. A quantum apex 3.00x12 balloon catheter was inserted and advanced in the proximal rca. The balloon catheter was inflated to 18 atms for 12 seconds, then to 25 atms for 9 seconds, then to 25 atms for 5 seconds and then removed. A non-bsc 3.5x15mm stent was placed in the proximal rca to try to secure the stent in the proximal rca. The lumen of the proximal rca was re-opened. Patient is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).